Event description:
It was reported to philips that the manual plates fail functional test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the manual plate test fails functional testing. The device was evaluated at the customer site and it was determined that the cause of the reported issue was due to a defective pcmcia hole plug assy (w/wires). However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and replacement parts are no longer available. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was recommended to remove the device from service. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective pcmcia hole plug assy (w/wires). The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.